Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 250 mg/dl (customer's aviva) and 128 mg/dl (customer wife's aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips are no longer available. Replacement was sent.